Event description:
The sales rep reported a trial head was left in a pt after surgical close. The surgeon elected to close the pt with the trial head in-situ. The trial head inadvertently fell into the surgical site and subsequently could not be extracted due to pt anatomy. The device is a surgical instrument used to trial a prosthesis prior to implantation and is not indicated for implantation.

Manufacturer narrative:
A surgical instrument was left in a pt. The surgeon elected to close the pt with the trial head in-situ. The trial head inadvertently fell into the surgical site and subsequently could not be extracted due to pt anatomy. The trial head is a 32 +0 head. Lot info could not be obtained. Omni trial heads are constructed of acetal copolymer or acetal homopolymer. The trial head is not indicated for implantation. The device is a surgical instrument used to trial a prosthesis prior to implantation. No indication of device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance was stated to contribute to the adverse event.